Event description:
It was reported to boston scientific corporation that during a percuflex helical ureteral stent removal procedure, the stent was noticed to be encrusted and therefore difficult to remove. The stent was removed by use of a laser. Two additional hours were required. A mardis stent was then placed successfully via a retrograde intrarenal stone surgery procedure. The patient's condition at the conclusion of the procedure was reportedly "well." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that during a percuflex helical ureteral stent removal procedure, the stent was noticed to be encrusted and therefore difficult to remove. The stent was removed by use of a laser. Two additional hours were required. A mardis stent was then placed successfully via a retrograde intrarenal stone surgery procedure. The patient's condition at the conclusion of the procedure was reportedly "well". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4). Component code 515 relates to device code 1077 for calcification.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex helical ureteral stent revealed that calcified residue was present on the returned device. The stent was stretched, beginning approximately 8cm from the tip of the renal coil to approximately 15cm from the bladder coil. The working length measured approximately 64.5cm, which exceeds the upper specification limit (24cm +/- 7mm). A .035" guidewire could not be passed through the coils, as both coils were occluded with calcified residue. The complaint information does not indicate the amount of time the stent was indwelling, or if it was monitored during indwell per dfu recommendations. It is likely that operational or anatomical aspects contributed to this event.